Manufacturer narrative:
Follow-up #1 - initial reporter name: (B)(6).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump has had an inaccurate delivery issue and during the past year, the patient has had blood glucose levels over 500 mg/dl. Patient sought phone advice from the doctor. This issue started over a year ago it has not been reported until now. Patient cannot provide accurate information as they have been off the pump for over six months. Doctor insists that the pump be replaced. This complaint is being reported as the patient has experienced hyperglycemia and due to the allegation of inaccurate delivery.